Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was tested with no rewind anomaly noted. Pump received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to car accident on (B)(6) 2018 and insulin pump will not rewind and is pushing down piston with finger. Customer reported that the reason of hospitalization was due to car accident the customer's current blood glucose unknown. Customer reported that the insulin pump system was in use at time of vehicular accident. The insulin pump will be returned for analysis.